Event description:
The customer reported they could not acquire pads ECG waveform. There is no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported they could not acquire pads ECG waveform. There is no report of pt involvement. The complaint is still being investigation. A follow-up report will be submitted upon completion of the investigation.